Manufacturer narrative:
Two small fragments were returned. Due to the size of the pieces an eval could not be completed. The production lot number is unk at this time. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device warns against the use of excessive force.

Event description:
It was reported that a leopard cage broke during insertion. Surgeon trialed then while impacting with the impactor the cage broke. Broken pieces were removed but the larger portion of the cage was left in place and surgeon placed another cage. There was no reported adverse event. As a compromised implant was left in place an MDR is being filed to document this event.